Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the leg. The patient was taken to the emergency room and diagnosed with a staph infection. The patient was treated with intravenous therapy with antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.